Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged, and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged, no functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap bypass procedure, the device was locked. The device was replaced by a competitor device to complete the case. There was no patient consequence.